Event description:
The following description of the event was copied by a carefusion technical support specialist from an email from the distributor in (B)(4). "Customer wants replacement uim bcu01884 [name removed] screen was unresponsive to touch. Rt found at bedside. Removed from pt. No harm to pt."

Manufacturer narrative:
The alleged faulty user interface module (um) was received into the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician revaluated the user interface module (um) and was unable to reproduce/verify the report of touch screen being unresponsive. Therefore no root cause was determined.

Manufacturer narrative:
Following the submittal of the previous follow-up medwatch report #001. Carefusion determined that the report inadvertently contained some incorrect information. Therefore, carefusion is submitting this follow-up report to correct that information.

Manufacturer narrative:
Carefusion requested add'l info from the dist in canada on the reported event. The foreign dist did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign dist. (B)(4). The foreign dist determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). Carefusion issued a return goods authorization (rga) number to the foreign dist for the return of the alleged faulty user interface module (uim) for eval. As of (B)(6) 2015 the alleged faulty user interface module (uim) be rec'd and evaluated, a f/u medwatch report will be submitted.